Event description:
Additional information was received: the maximum sheath size used for the procedure was 23f. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the sutures of the successfully pre-placed proglides. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to an interventional ablation procedure. Reportedly, a cuff miss occurred. Although the method to achieve hemostasis was not provided, there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.